Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), there were two false positive results of c. Tropicalis for one patient. No patient impact reported. The following information was provided by the initial reporter: "customer reports blood culture with suspected c. Tropicalis contamination. Patient had 2 sets of aerobic bottles. Gram positive cocci resembling staphylococcus was in gram stain. What was the biofire panel type (bcid 1 or 2)? Bcid2. What was the biofire catalog number? Unknown. What was the biofire lot number? 2zv223".

Manufacturer narrative:
H.6. Investigation summary: customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Manufacturer narrative:
D4. Medical device lot#: unknown d4. Medical device expiration date: unknown. There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k222591. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), there were two false positive results of c. Tropicalis for one patient. No patient impact reported. The following information was provided by the initial reporter: "customer reports blood culture with suspected c. Tropicalis contamination. Patient had 2 sets of aerobic bottles. Gram positive cocci resembling staphylococcus was in gram stain. What was the biofire panel type (bcid 1 or 2)? Bcid2. What was the biofire catalog number? Unknown. What was the biofire lot number? 2zv223."

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using the bd bactec¿ plus aerobic/f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using the bd bactec¿ plus aerobic/f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact.